Manufacturer narrative:
On june 12, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 225cc mentor memorygel breast implant. Post-operatively, the patient experienced capsular contracture of an unspecified baker grade in the right breast, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 225cc mentor memorygel breast implant on (B)(6) 2023.

Manufacturer narrative:
On june 08, 2023, mentor became aware that information was inadvertently omitted from the previous supplemental report. A manufacturing record evaluation (mre) was performed for the new lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) in the previous report, the mre should have been populated in h10 additional manufacturer narrative.

Manufacturer narrative:
On may 24, 2023, mentor identified the impacted device. Lot: 9698077 expiration date: 2/21/2027 manufacture date: 2/22/2022 mentor received the device for analysis. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).